Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable and wall adapter, leading to the pump shutting down. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.